Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent a surgery with the tfna augmentation for the fracture of the left trochanteric femur. During the surgery, the guide pin cut out the femoral head, so that the sales rep asked the surgeon not to use the cement. However, the surgeon used cement by considering that the extramedullary reduction was not complete. The sales rep asked the surgeon not to use the cement because the blade was inserted to the front of the subchondral bone while inserting the blade; however, the surgeon decided to use the cement. The intraoperative c-arm x-ray image did not clearly show cement leakage; however, postoperative x-ray image showed that the cement appeared to leak into the joint. According to the surgeon, the surgeon recognized that the cement was used in a situation where the cut-out occurred. This report involves one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 2 for (B)(4).